Manufacturer narrative:
Product ID 3093-28, lot# va0ahln, implanted: 2013 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported that on (B)(6) 2013, the patient felt ¿pulsing¿ when they were in church and they decreased the stimulation when they got home and the symptoms got better. It was stated, the patient decreased from 1.4 to 1.1 volts and the pulsing stopped. It was noted, the pulsing was ¿anxiety producing¿ and uncomfortable. The patient stated they felt symptoms again the day of report but at a lighter level. It was noted that in both occasions, the patient was wearing pantyhose. It was reported, the patient¿s implantable neurostimulator (ins) site was a little sore. It was also stated that since the patient decreased their stimulation their bowels were not moving normally.